Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm512.6 , -10.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Sensitive to light was observed. Removal of threads. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).